Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the pacemaker exhibited inappropriate automatic mode switch due to competitive atrial pacing. It was also noted that the pacemaker exhibited far-field r-wave oversensing and failure to pace. Programming changes were made, but the issues were not completely resolved. The patient condition was stable and would be continued to be monitored.